Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733467, version #: (B)(4). A representative went out to the site to preform a system check out. It was reported that there was an issue with the software. Once they un-installed all versions of ent software and shared resources, then reinstalled ent 2.3 and ent tools 7 .there was no further reported issues. A software analysis was initiated. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system found during a system checkout. It was reported that the ear nose and throat (ent) software would go to a blue screen when the straight probe was verified. It was unable to be cleared through the recommended work-around method of verifying another probe. It was noted that the blue screen was a known issue. There was no patient present. It was confirmed that this issue occurred on all 3 s7¿s at emory university hospital. I was asked by the site to do a checkout of all their ent instruments on all 3 systems as they had been having issues with verifying (non-complaint). I noted upon testing instruments that this behavior happened on all 3 systems. Ent 2.3 <(>&<)> any older versions were uninstalled as well as all shared resources and 2.3 only was re-installed. This resolved the issue on all 3 systems.